Event description:
A malfunction alarm occurred with the customer's pump, but no notable events were reported prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with information on how to reset the pump and assisted in successfully resetting it. No additional updates on the incident were available after the call. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.